Event description:
Customer called on (B)(6), 2014 and reported that approximately "six months or more ago" she received an ER-4 message on the display of her adc blood glucose meter, but never did anything about it and set the meter aside. Customer further reported that on (B)(6) 2014 at 7:00 am she became "dizzy" while trying to pick something up from the floor and noted "sweating really bad and was throwing up". Customer self-presented to her healthcare provider at 8:45 am, had her blood glucose tested and was told she had "high blood sugar". Customer was treated with an insulin injection and was prescribed a new, unspecified, medicine. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation has determined the complaint is not confirmed. Observed contamination of liquid in strip port. All pertinent information available to abbott diabetes care has been submitted.